Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated pacing capture threshold in the rv (right ventricle) was elevated. Average of 235 v-sic/ day for lifetime of cardiac compass trend. No evidence of non-physiologic oversensing - no recorded episodes show oversensing. Two high measurements in (B)(6) 2013, no measurements since then. Last 15 days shows abort reason as 'pulse width set too high'. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported, one week post implant, that the right ventricular (rv) lead exhibited an increase in pacing impedance, a number of short interval counts (sic), and an increase in capture threshold. A connection issue was suspected and they found that the lead was not completely seated past the connectors of the implantable cardioverter defibrillator (ICD). A revision was performed and the lead and device remain in use. No patient complications have been reported as a result of this event.